Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported that error c-34 occurred on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to reboot the iesu, remove the iesu foot pedal cable, and change to another wall power outlet, but it failed to recover the error message. The tse suggested to use the external third-party force triad generator to continue with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, and it initially did power on without errors. The site completed the surgery with the external energy device. There was no patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (erbe error c-34) was confirmed and reproduced. System logs also found errors 25913 c-34, m-11, 2-8a, and m-18 confirming the fault occurred in the field. Errors c-34 and c-43 occurred during start-up. Errors c-30 and m-11 errors during mono coag activation. A visual inspection found the bezel is cracked on top left side. The probable root cause was found to be ¿measurement value for hf voltage too small with on¿ which is attributed to an electrical component problem.

Event description:
Refer to h11 for follow-up information.